Event description:
Rn went to change cartridge on smith cadd pca pump w/ witness rn. Pump displayed cartridge error and replace cartridge, pump had previously displayed low resv volume prior to being turned off at 1300 for pt testing. While wasting remaining medication, it was found that the cartridge was still full at 50ml. Pca pump displayed that pt had been given a total of 7mg from a 50mg cartridge. Dates of use: (B)(6) 2011.